Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an interject¿ needle was used in the stomach during a hemostasis procedure performed on (B)(6) 2017. According to the complainant, during the procedure the needle was noticed to be occluded. The procedure was completed with another interject¿ needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine¿.

Manufacturer narrative:
Visual evaluation of the returned device revealed that the metal needle was present, properly bonded, and without issue. There is remnant of contrast in the device. Functional analysis revealed that the needle would extend and retract without issue. A spare lab syringe was filled with water, several attempts to inject the water were made but they were unsuccessful, the water did not come out from the needle tip. The device was disassembled and a foreign material was found blocking the needle. The reported complaint that the needle was noticed to be occluded was confirmed. The most probable root cause of this complaint is manufacturing-execution error. There is an investigation to address this issue. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that an interject needle was used in the stomach during a hemostasis procedure performed on (B)(6) 2017. According to the complainant, during the procedure the needle was noticed to be occluded. The procedure was completed with another interject needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine¿.

Manufacturer narrative:
(B)(4) has been updated with an additional method code. An interject needle was received for analysis. A visual evaluation of the returned device revealed that the metal needle was present, properly bonded, and without issue. There is remnant of contrast in the device. A functional analysis performed revealed that the needle would extend and retract without issue. A spare lab syringe was filled with water and several attempts to inject the water were made but they were unsuccessful, the water did not come out from the needle tip. The device was disassembled and a foreign material was found blocking the needle. Ftir analysis was performed to determine the composition of the occlusion. It was determined that the occlusion observed in the extrusion canal is a 98.83% spectral match to polypropylene, which is consistent with the material of the sheath. The complaint was confirmed. Based on the findings of the investigation, the root cause of this event was determined to be manufacturing execution error, as the manufacturing process was not executed as validated/as designed. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that an interject needle was used in the stomach during a hemostasis procedure performed on (B)(6) 2017. According to the complainant, during the procedure the needle was noticed to be occluded. The procedure was completed with another interject needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine¿.